Event description:
Boston scientific received additional information that at a follow up one year later loss of capture was noted on the left ventricular (lv) lead, in addition to the continued high pacing impedance measurements of greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted the lead was returned severed into two segments. The first segment was missing the terminal pin, and the second segment was missing the tip of the lead. Numerous aspects of induced damage were noted visual including stretched conductor coils and electro cautery damage. No fracture was found in either segment during x-ray analysis. No other testing was performed, and the field allegation could not be confirmed by visual analysis.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that surgical intervention was performed to surgically abandon and replace this left ventricular (lv) lead. It was noted that the lead also displayed rising thresholds resulting in loss of capture in addition to the high, out of range pacing impedances. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this lead exhibited high, out of range pacing impedances.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lead remains in service but electronically deactivated. No adverse patient effects reported.